Event description:
Caller reported that the touchscreen on the pump was cracked and shattered, preventing interaction with the device because the touchscreen was illegible. There was no adverse impact on the blood glucose level. The customer switched to using an insulin pen as a backup.